Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired due to ventricular fibrillation (vf) arrest. Upon review of merlin.net transmission it was noted that double-counting of wide qrs events, intermittent undersensing on stored vt/vf episodes, and non-sustained oversensing were observed. The undersensing appeared to be due to variability between the r-waves. Appropriate atp and hv therapies were delivered but did not successfully convert the patient. The physician believes the device functioned appropriately.